Manufacturer narrative:
Product analysis: the product remains implanted: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation, although the report stated that calcification likely contributed to the deformation and fracture. (B)(6). (B)(4).

Manufacturer narrative:
Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent appear to be associated with an increased risk of stent fracture. In this case, it was reported that shear stress due to residual stenosis led to the stent fracture. Anterior calcification was noted, which also led to fixation of the valve.

Event description:
Medtronic received information that five years following the implant of this transcatheter pulmonary bioprosthetic valve a gradient of 26mmhg was reported due to stenosis. Fluoroscopic evaluation demonstrated there was deformation of the valve with stent fracture. Rvot conduit stenting was performed. It was reported that shear stress due to residual stenosis led to the stent fracture. Anterior calcification was noted with also led to fixation of the valve. No adverse patient effects were reported.

Event description:
Additional information was received that a subsequent examination with fluoroscopy revealed four stent fractures in the stent mesh. No intervention was performed and the device remained implanted with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.